Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during an ultrasound -guided angioplasty procedure, the pta balloon rupture allegedly ruptured at 23 atm. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided angioplasty procedure, the pta balloon rupture allegedly ruptured at 23 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, unraveling and frayed fibers were noted proximal to the balloon. No anomalies were noted to the luers, bifurcate or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted streaming at the proximal end of the balloon. The balloon fibers were stripped and under microscopic examination, a longitudinal rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported longitudinal balloon rupture as a longitudinal rupture was noted to the proximal end of the balloon under microscopic evaluation. The investigation is also confirmed for the identified unraveled and frayed fibers as the balloon was noted to have unraveling and frayed fibers at the proximal end. A definitive root cause for the reported longitudinal balloon rupture, identified unraveled and frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.